Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, stem, lot # unk, item # 650-1055, head, lot # 2887342, item # ep-200152, shell, lot # 902290, item # 110024465, liner, lot # 642280. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07870, 0001825034 - 2018 - 07871, 0001825034 - 2018 - 07873.

Event description:
It was reported that approximately 2 months post implantation/revision, the patient was revised again due to instability and failed abductor repair. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reassessment of the reported event, it was determined product to be related however to be not reportable. The initial report was forwarded in error and should be voided.